Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the moderately tortuous distal right coronary artery (rca). After pre-dilatation, the 3.0x18mm xience xpedition stent implant was successfully deployed. A vessel dissection was noted, which was treated with deployment of another stent implant. Post-dilatation was done to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.